Event description:
During the evaluation. A spectrum pump failed testing for 40 ml/hr upstream occlusion detection. No pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. Testing found a failure at the 40ml/hour rate during occlusion testing. The unit was tested again per procedure and passed all additional testing. The pump will be calibrated per procedure to ensure continued occlusion detection.